Manufacturer narrative:
Batch record (in2bones batch number 1902431) was reviewed and found to be compliant. Visual inspection done on the instrument pictures sent by the complaint initiator: the screwdriver tip is broken. The return of the involved instrument at in2bones has been requested for additional analysis. This is the second reported occurrence of a screwdriver damaged during surgery leading to a significant increase of the surgery duration. A global review of all the reported cases of t15 reusable screwdrivers failures showed that this defect is associated to a failure rate of (B)(4) which is deemed acceptable as per in2bones internal health risk index evaluation ((B)(4)). Calculation details: number of involved t15 reusable twisted and / or broken screwdrivers involved in complaints / number of screws implanted thanks to t15 reusable screwdrivers.

Event description:
The i.b.s compression and neutralization osteosynthesis screws are intended for: the fixation of arthrodesis, osteotomies or fractures of long or short bones of the upper and lower limbs; osteosynthesis requiring a mono or bicortical compression. The 4.5mm diameter screws are to be implanted thanks to t15 reusable screwdrivers. Event description: during a revision surgery (screws ablation after an epiphysiodesis of the distal femur), the tip of a reusable t15 screwdriver broke. Only 2 of the 6 screws could be removed with this screwdriver before breakage; the 4 remaining screws were left implanted, without any patient consequences reported to date. This event is reportable since it induced a significant increase in the surgery duration (estimated to be of one hour).